Event description:
During case on (B)(6) 2025, the surgical tech was cleaning gross soil from the device with a sponge. Hook tip separated as it was being gently wiped. This occurred between use on patient. No impact to patient.

Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted unsolicited. This event is filed under internal complaint ID (B)(4).